Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alert but did not get any low battery alert first then insulin pump turned off overnight and power loss. Customer's blood glucose value was 10.1 mmol/l at the time of the incident and current blood glucose was 20 mmol/l and treated with bolus via the insulin pump. The customer was assisted with troubleshooting. Customer reported this was the second occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing.